Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). Customer consumed carbohydrates to treat their bg level. Reportedly, customer believed that their basal insulin settings needed to be adjusted, and indicated that they will reach out to their health care provider.